Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that doctor planned to place a tecnis monofocal intraocular lens (model za9003 +20.0 diopter) in the sulcus. The lens was removed from operative eye in the same procedure. Reportedly, the incision was enlarged during the removal process and suture was used. Additional information was received, and it was learnt that doctor had planned to use a zcb00 lens initially. While the procedure was going he decided to change the lens from a zcb00 to a za9003 power 20.0. He tried to implant the za9003 lens; however, lens could not be safely placed due to poor visibility. The lens was cut in half and removed from the eye. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 9/07/2018, device returned to manufacturer: yes. Device evaluation: the complaint sample was received. Visual inspection using magnification was performed. The returned lens with residues of viscoelastic and only one half (1/2) of lens was returned. Only one haptic (loop) was observed and it was in good condition. The product condition is consistent with a lens that has been handled and prepared during surgical process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.